Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Surgeons found the needle was not keeping shape and flow through tissue was not smooth. Needle bends & thread broke.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 30 unopened pouches. All pouches received are tight. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. The needles of the closed samples received have been tested for bending strength and the results fulfills the OEM product specifications. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.